Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of a recoverable error 23094 on the system's universal surgical manipulator (usm) 1 was confirmed through review of the system logs; however, was not reproduced during field evaluation. The fse indicated multiple occurrences of the issue on usm 1 and as a preventive measure made a proactive replacement of the suspect usm 1. After replacing the usm, the system was further tested, operated without error confirming all usm arms functional, and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation's review of the system logs identified multiple encoder errors, confirming the customer reported issue. During failure analysis, the usm was tested with an in-house system and operated without error. The usm passed all testing specification. Inspection found no irregularity, the usm was confirmed intact. As a precautionary measure and in response to the error fault indicating an issue on the encoder, some usm components were replaced to ensure that the usm was updated to the latest modification. Following this, the usm was tested, operated with no further issue and was restored to specification.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the system displayed recoverable a error 23094 on the system's universal surgical manipulator (usm) 1. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, troubleshooting was attempted through a system power-cycle and manually exercising the usm; however, the issue remained persistent. A review of the sites system logs confirmed the occurrence of multiple recoverable error code 23094 on the usm 1, axis 1. The customer was informed that the system remains in an operable and acceptable state despite the issue on the one usm. After disabling usm 1, the system was further tested and no issue was observed. An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. The user continued with the procedure using the three other functional usms. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.